Manufacturer narrative:
The insulin pump was received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The drive support disk was inspected and no anomaly was noted. No moisture damage found inside the device. The insulin pump passed the displacement, basic occlusion, prime, operating currents, self-test and off no power tests. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during prime and insulin was squirting inside where the motor is. The customer stated that she found insulin inside the reservoir compartment. She confirmed that the insulin pump was not exposed to a magnetic field and the drive support cap appeared normal. She was unsure if the device had been dropped or bumped. Blood glucose value was 188 mg/dl. During troubleshooting, the customer was able to rewind and no motor error alarm occurred but the insulin pump failed the selftest. She was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.